Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. The target lesion was located at the coronary artery. During preparation of a 4.00x12mm promus premier drug-eluting stent, the catheter was being wiped with some gauze and the stent just slipped right off the balloon and onto the table. The procedure was completed with another of the same device. No patient complications were reported.